Event description:
It was reported that the patient had an inappropriate shock due to t-wave oversensing via a change in the intrinsic morphology. The rhythm was a true ventricular tachycardia which had a rate lower than the programmed rate cut-off (rco) setting. The shock slowed the tachycardia down, but it started again. The clinic was wondering why the device did not give another shock. Technical services discussed that it was because the rate was below the rco. Later, the system was explanted and returned. There were no known additional adverse patient effects.

Manufacturer narrative:
The returned electrode was thoroughly inspected and analyzed. A visual inspection noted surgery related damage consistent with explanations. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly and electrode body found no anomalies. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations.

Event description:
This supplemental report is being filed to provide additional information regarding product analysis. It was reported that the patient had an inappropriate shock due to t-wave oversensing via a change in the intrinsic morphology. The rhythm was a true ventricular tachycardia which had a rate lower than the programmed rate cut-off (rco) setting. The shock slowed the tachycardia down, but it started again. The clinic was wondering why the device did not give another shock. Technical services discussed that it was because the rate was below the rco. Later, the system was explanted and returned. There were no known additional adverse patient effects.